Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, a cause for the mr and tissue damage cannot be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Patient ID (B)(6). This is filed for recurrent mitral regurgitation and possible tissue damage. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 2+. On (B)(6) 2019, transthoracic echocardiogram (tte) was performed and it was noted that the mr had increased from grade 2+ to grade 4+. The clip attachment on the mitral leaflets was not well seen and it appeared that the anterior leaflet had a flail. No additional intervention was performed. No additional information was provided.